Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient reports a decrease in performance since the previous evaluation. Further testing is planned in the next month.

Manufacturer narrative:
Med-el elektromedizinische geraete (B)(4) and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Additional information: according to the additional information received, an increase of affected channels was reported. A damage to the active electrode likely caused by minute device mobility is suspected. Furthermore it is reported that three channels have been disabled due to being extra-cochlea. However no information has been received whether the electrode migrated post-operatively or was inserted incomplete at initial implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible further steps has been received yet.

Event description:
The patient reports a slight decrease in performance since the previous evaluation. A new program was created with few channels disabled. The patient reports no further decrease in sound quality and speech testing has reportedly remained stable since 2014, with no significant change in performance and steady access to auditory stimuli. Therefore, the patient will only be monitored. Further information received on the (B)(6) 2018 reports a further decline in user's hearing performance. Reimplantation is recommended however no further dates have been scheduled. An initial report for this case was created in error under complaint number (B)(4) with manufacturer report number 9710014-2018-00955. All further follow up reports for this device and case will be done under complaint number 1(B)(4), MFR report number 9710014-2016-00328

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: according to the currently available information, a damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation at the explanted device is necessary. Further, three channels had been previously disabled and reports state that they might be extra cochlear. However, implant registration card provides no information regarding the depth of insertion and no CT scan has been performed. The patient reports no further decrease in sound quality and speech testing is stable, therefore the device remains implanted and in use. Patient will be monitored.

Event description:
The patient reports a slight decrease in performance since the previous evaluation. A new program was created with few channels disabled. The patient reports no further decrease in sound quality and speech testing has reportedly remained stable since 2014, with no significant change in performance and steady access to auditory stimuli. Therefore, the patient will only be monitored.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also, it is reported that three channels have been disabled due to being extra-cochlea. However, according to the explant report the electrode array was fully inserted up to the marker ring at the time of explantation. The problems given in the recipient report appear to match the damage found. This is a final report. Note: an initial report for this case was created in error under complaint number (B)(4) with manufacturer report number 9710014-2018-00955. All further follow up reports for this device and case will be done under complaint number (B)(4), MFR report number 9710014-2016-00328.

Event description:
The recipient reported a slight decrease in performance with the device since the previous evaluation. A new program was created with few channels disabled. One month later, the patient reported no further decrease in sound quality and speech testing reportedly remained stable since 2014, with no significant change in performance and steady access to auditory stimuli. Therefore, the patient was monitored at that time. Further information received on the 21st of november 2018 reported a further decline in user's hearing performance. Re-implantation was postponed due to mrsa infection (not related to or in area of device). The device was eventually explanted on (B)(6) 2019.

Manufacturer narrative:
Additional information: according to the additional information received, an increase of affected channels was reported. A damage to the active electrode likely caused by minute device mobility is suspected. Furthermore it is reported that three channels have been disabled due to being extra-cochlea. However no information has been received whether the electrode migrated post-operatively or was inserted incomplete at initial implantation. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation will take place in (B)(6) 2019. Note: an initial report for this case was created in error under complaint number (B)(4) with manufacturer report number 9710014-2018-00955. All further follow up reports for this device and case will be done under complaint number (B)(4), MFR report number 9710014-2016-00328.

Event description:
The recipient reported a slight decrease in performance with the device since the previous evaluation. A new program was created with few channels disabled. One month later, the patient reported no further decrease in sound quality and speech testing reportedly remained stable since 2014, with no significant change in performance and steady access to auditory stimuli. Therefore, the patient was monitored at that time. Further information received on the 21st of november 2018 reported a further decline in user's hearing performance. Reimplantation was scheduled for the (B)(6) 2019. Re-implantation has been postponed to (B)(6) 2019 due to mrsa infection (not related to or in area of device).